Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon inserted the trocar into the patient, and started to insufflate co2 gas to patient, after a while, the trocar started gas leakage via the universal seal. The surgeon tried 2 devices and both having the same problem. But when opened the third device, it was fine. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.